Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog # 1606200500, 510k# k131321 and UDI# (B)(4) is approved for sale in us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent surgery on (B)(6) 2016 at levels t7/s2ai. On an unknown date, post-op, a left left side rod was found to be broken. The patient had back pain. Hence, a revision surgery was performed to replace the rod on (B)(6) 2017. Rod replacement was conducted and 4 rods were placed with rod connector. And also transverse hook was added at the most cranial side and pedicle screw was replaced. Screws were also replaced with 6.5mm x 35mm in the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.